Manufacturer narrative:
Pt info was not reported as no pt was involved in this concern. The system was evaluated at the site and an inaccuracy was reported. The system was recalibrated and found to be fully functional.

Event description:
A medtronic rep reported an inaccuracy identified while in diagnostic testing. There was no pt present.